Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the image depicted the device with the jaws closed and the fastener pin disengaged. Visual inspection of the returned product noted that the jaw of the device was broken at the fulcrum. The pin that holds the jaws was disengaged. It was reported that the component disengaged and the jaws will not close or open smoothly. The reported issues were confirmed. The most likely cause could not be established from the information available. The issue of the broken jaw may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the atraumatic jaws are clamped and locked onto tissue structures by closing the handles. The endo clinch¿ ii 5 mm instrument has a ratchet mechanism that can be switched on or off, for user¿s preference. To activate the ratchet mechanism slide the ratchet button forward towards the jaw. To deactivate the ratchet mechanism, slide the ratchet button back towards the handle. Place the instrument on the tissue and close the handle to the most appropriate position for the tissue thickness. To release the tissue or structure from the jaws, when the ratchet mechanism is activated, simply pull the release lever on the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, difficulty was observed in opening and closing the device while manipulating the gallbladder inside the abdominal cavity. Upon removal of the device, the screw holding the jaws of the device fell off. A new device from a different batch was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.